Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt connector) was confirmed. Upon evaluation, the trunk cable connector was damaged and the locking nut was missing. The root cause of the damaged connector and missing locking nut is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A u.s. Distributor contacted zoll to report that a patient's electrode belt connector was damaged.